Event description:
Ous MDR - after an implantation time of about 12 months, oversensing with artifacts were reported. The initial examination of the returned egms showed interference in the atrial channel. The ventricular channel was free of interference. No worsening of the patient's state of health was reported.

Manufacturer narrative:
Ous MDR- fraying of the insulation 15 cm distal of the connector pin was detected during the analysis of the selox sr. This damage manifestation can with high probability be regarded as the cause for the clinical complaint. Fraying of the insulation requires excessive mechanical loads on the lead. The position and characteristics of the fraying lead to the assumption of a simultaneous occurrence of strong pressure of the lead onto the ICD housing and excessive friction of the lead at the ICD housing. X-ray images or diagnostics images of any other kind, which might provide information on the positional relationships of the implanted system in the body, were not available for analysis. The analysis did not find any indications of material defects or manufacturing errors.